Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report bent cannulas. The customer mentioned being hospitalized in 2003 for a blood glucose level of 63 mg/dl, and in 2008 for a blood glucose level of 36 mg/dl. The customer's symptoms included dizziness, shaking, and a headache. The customer also reported a hospitalization due to high blood glucose levels. Customer stated was at the foot doctor, the doctor made her check her blood glucose level which was 510 mg/dl. The foot doctor took the customer to the hospital. The customer reported feeling hot/on fire. The customer was wearing the device at the time of admission. The cause of the event was high blood glucose levels. The customer treated with a bolus from the insulin pump and water. Nothing was replaced or returned.